Event description:
It was reported that the programmer kept losing its calibration with the stylus over and over. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not calibrated to the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).